Manufacturer narrative:
Device evaluation summary: there was no damage evident to the device. The external slider was in the forward position. The guidewire lumen was flushed with no abnormalities noted. When flushing the graft cover via the sideport extension water was observed leaking from the handle proximal to the sideport extension. The handle was disassembled, and a gap was observed between the silicone seal and the inner member collar. The silicone seal was removed, and deformation was visible to the backend of the seal indicating the seal may have been seated incorrectly in the handle component. The seal was repositioned to sit correctly in the handle. When flushed a leak was detected from the seal backend. Visual inspection confirmed an edge on the inner lumen of the silicone seal. The reported leak was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was intended to be implanted in a patient for the endovascular treatment of a btai.   It was reported that during flushing of the delivery system before implantation, the physician flushed the main port and the side port. During the side port flushing, there was water leaking between the connector of the side port and the delivery system. It appeared that the side port could not be flushed, and so the physician decided to use a back-up valiant captivia device to complete the procedure instead. Per the physician, the cause of the event was a product malfunction. No additional clinical sequelae were reported and the patient is fine.